Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no hardware issues, concluding the reagent kit was contaminated and should be discarded. Hologic field applications specialist (fas) went onsite to perform decontamination troubleshooting and noticed the lab's floors were very dirty, as well as the biohazard waste bin being placed next to the panther. Fas ran panels after cleaning the lab, but there were 17 false positives and one invalid sample with elevated rlus. Fas returned the following day to perform additional cleanings. Customer informed fas that during a recent service visit, the operators observed the field service engineer leaving the fluids on the floor. Fas was provided instructions to decontaminate the fluid lines with bleach, then water. After cleaning the fluid lines, fas successfully performed 3 covid-19 panel runs. Ts and pas reviewed logs for subsequent runs over the next three days, finding no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported potential contamination after observing an increase in positive sars-cov-2 tma samples run on panther instrument sn (B)(4). The panther had recently been serviced for pipettor issues when the spike in positive samples using assay lot 294803 was noticed. Hologic technical support (ts) reviewed wl (B)(4) to identify any sources of contamination since this wl had 26 positives out of 85 samples. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.